Manufacturer narrative:
Sex: unk. Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. Implant date: unk. Claim # (B)(4).

Event description:
The reporter indicated a surgeon from another facility implanted a 13.7mm micl13.7 implantable collamer lens, -10.00 diopter, in the patients right eye (od). The lens was explanted on (B)(6) 2021 (by a different surgeon) due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved.